Event description:
It was reported that patient presented for scheduled procedure. During procedure, it was noted that right ventricular (rv) lead could not be burrowed into the septum and exhibited helix rotation issue. It was also noted that lead helix was damaged. The lead was ultimately not used and replaced with new lead. Patient condition was stable.